Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, and subsequently the pump shutdown. Customer¿s blood glucose value was 90 mg/dl. The customer reverted to an alternate method of insulin therapy.